Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was used to complete the procedure? In relation to needle, what is the approximate location of suture breakage? Did the suture separate completely? Was there any adverse consequence associated with the patient? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported in 2210968-2021-06316.

Event description:
It was reported that a patient underwent an unknown uterine surgery on (B)(6) 2021 and suture was used. During the procedure, when closing the abdominal fascia, the suture broke when tension was applied. No adverse patient consequences were reported. Additional information was requested.